Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. It is not known if there was pt impact/injury associated with this event. Additional info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.